Manufacturer narrative:
The bench service engineer (bse) replaced the ac power cord on 31jan2025 to resolve the electrical safety test failure. Following the part replacement the bse completed a performance verification test (pvt) which the device passed. The bse restored the device to factory settings before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the resistance of the alternating current (ac) power cord was exceeding the acceptable limit. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) was evaluating the device at a bench service center and tested the ac power cord resistance using the electrical safety tool. The bse found that the measured resistance was too high and determined that a replacement ac power cable was required. This investigation is ongoing.

Manufacturer narrative:
(B)(6).